Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the handle including its adapter is intact. But on the rod of the handle only the reference number is written, the lot number cannot be found. Further, the clinic name is written on the rod and close to the blue handle there is an engraving, which cannot be attributed to any zimmer biomet number can be found. The pin of the coupling, which connects the coupling with the handle, broke into two parts. The fracture runs through the lacing in the center of the pin. The tension disc, which is part of the coupling is missing and has not been returned. It remains unknown if the missing tension disc remained in the patient or not. Review of manufacturing records cannot be performed without product identification. Device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the hexagonal gimbal screwdriver broke during use. When screwing in a screw, the screwdriver head broke into 4 pieces. The screwdriver was used as always, no special or additional loads were placed on the screwdriver. Parts of the material could have remained in the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign: switzerland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.